Event description:
The manufacturer received information alleging decreased o2 saturation when in use. There was no harm or injury reported. The decrease in o2 saturation caused an alarm generated from an spo2 monitor used together with the trilogy evo device. The trilogy device was in standby and did not alarm. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging decreased o2 saturation when in use. The decrease in o2 saturation caused an alarm generated from an spo2 monitor used together with the trilogy evo device. The trilogy device was in standby and did not alarm. There was no harm or injury reported. The device was returned to the manufacturer's service center for further investigation, in reference to the decreased o2 saturation and failure to alarm. The service center was unable to confirm the reported phenomenon. The device operation log was reviewed, which showed that the device was set to standby mode on the date of the reported o2 saturation decrease and failure to alarm. Therefore, it was determined the device was intentionally set to standby, in which case the device would not be expected to alarm. This device complaint has been determined to be not reportable.